Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during an ipg replacement procedure on (B)(6) 2021 (manufacturer reference number: 3006705815-2021-03860), the physician noted the lead at t9 vertebral level was migrated. Physician elected to explant and replace the lead. This addressed the issue.